Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. However, it was noted that there was no sign of setscrew marks on the terminal pin or terminal ring. The absence of setscrew marks indicates good electrical contact may not have been achieved which could have contributed to electrical allegation.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and high out of range pace impedance measurements greater than 2,000 ohms during the implant procedure. The lead was taken out of service and replaced with a different lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.